Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Promus element plus (B)(6) clinical study. It was reported that coronary artery restenosis occurred. In (B)(6) 2013, the patient presented with stable angina pectoris. Percutaneous coronary intervention (pci) was performed on an elective basis. The 90% stenosed, 68mmx3.0mm, eccentric, type c, diffused lesion of more than 2cm, with a < 45 degree bend target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. After pre-dilation was performed, a 3.00x32mm promus element¿lus drug-eluting stent was deployed in mid left anterior descending (lad) at 8 atmospheres and a 3.00x38mm promus element¿lus drug-eluting stent in proximal lad at 12 atmospheres. Following post dilation, residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2017, coronary artery restenosis was noted in proximal lad. In (B)(6) 2017, pci at proximal lad was performed and event outcome was light.